Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery. During the procedure the reservoir was noted as empty, leading to the existing cylinders and pump to be removed and the reservoir capped. A new ipp was implanted. No information was provided about the patient's outcome.